Event description:
It was reported that a day prior to this report, patient felt heating in the pocket and spine area where leads are located during recharging when using his stimulator. It was added that the burning sensation was located around the device pocket and lead location. It was indicated that patient status was reported as ¿alive with no injury". Additional information received a week from the day of initial report, indicated that the patient was no longer getting the warming sensation. It was added that the symptoms started three weeks prior to this report after patient had a fall. It was added that patient had been experiencing difficulty charging neurostimulator (ins). It was indicated that a communication issue was reported that patient recharger (insr) showed ins was charging but the battery level never changed. Additional information received later reported that the patient's stimulator was discharged and manufacturer representative was not able to do an impedance check. It was reported patient was having charging issues with his current charger. It was indicated that patient would charge for a few hours and the battery level would never move. A new recharger was sent to the patient and since then, the patient has not reported any problems with recharging. The warming sensation that the patient experienced after his fall occurred on two different occasions. It was not happened since that time. The cause of the warming was not determined. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37751, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 37751, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).